Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reports to not be able to give himself a bolus shot. Customer states insulin pump was showing low battery and had black circles on screen. Customer was hospitalized in a rehab hospital due to a car accident. Customer declined to give info surrounding care accident, but it was noted that customer was not hospitalized due to diabetes. Customer's blood glucose was 290 mg/dl. Customer will change battery and monitor situation. No further info provided.